Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd integra¿ syringe, 25 g x 5/8 inch retracting needles the medication leaked out of the syringe during administration

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. This is the first complaint for the lot# 6139910 for the same defects or symptoms. There was no documentation of issues for the complaint of batch # 6139910 during this production run. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd integra¿ syringe, 25 g x 5/8 inch retracting needles the medication leaked out of the syringe during administration.